Event description:
Provider states the front casters are breaking by the sides when going over obstacles. Als chair does not go over a 1 inch obstacle going forward. Also the suspensions doesn't work right and the front keeps bending backwards and touching the rear tire.